Manufacturer narrative:
This report is submitted on july 5, 2018.

Event description:
Per the clinic the patient experienced a performance decrement and fns with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.